Event description:
It was reported that pump experienced malfunction alarm malf 24 with associated fault ID and could not be reset, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.